Event description:
A nurse reported the unit displayed a message indicating cassette blockage but they were not able to verify it. The cassette was removed and reinstalled twice before message cleared. The procedure continued and the case was completed. A second system message was reported to have occurred indicating the motherboard battery was low. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The rep installed and removed a cassette several times with out any problems or warnings. The mother board battery was replaced as a precaution. The system was then tested and met all product specs. (B)(4).